Manufacturer narrative:
The use of a mathys cbc stem with a bhr modular head constitutes an off-label usage.

Event description:
It was reported that revision surgery was performed due to incompatibility metal wear.